Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (anatomy related; type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter fusiform abdominal aortic aneurysm. Vessel morphology was reported the diameter of proximal aortic neck was 23 mm, diameter of aortic neck at the aneurysm entry was 23 mm, and was 15 mm in length with 60 degree angulation. It was reported that right after evar, it was possible that there was a type IV endoleak. The angiography showed a possible type iii endoleak at the junction site of ipsilateral limb and contra limb, however the physician stated that the alleged type iii endoleak might be a type ii endoleak. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.